Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock at the bottom of the y of a one-link non-dehp y-type standard bore catheter extension set was "seized". This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including pressure test and clear passage test with satisfactory results; however, the luer lock was stuck on its male adapter. The reported condition was verified. The cause of the condition was due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.